Event description:
It was reported that there were issues with the wake button. The customer declined to provide additional information regarding the issue. There was no reported adverse impact to the customer's blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.